Event description:
Reportedly, during an implantation attempt, the lead was tried in multiple positions but n osensing was possible,. The patient was in af and the medtronic psa analyser was set to 0.25 mv. After multiple tries the physician tried another vega 52 and with this one the sensed p wave was detected at 0.6 mv. The impedance was normal for both leads.

Event description:
Reportedly, during an implantation attempt, the lead was tried in multiple positions but n osensing was possible,. The patient was in af and the medtronic psa analyser was set to 0.25 mv. After multiple tries the physician tried another vega 52 and with this one the sensed p wave was detected at 0.6 mv. The impedance was normal for both leads.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was extended and bent. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. Some x-rays were performed and confirmed the screw bending and revealed a slight torque on the inner coil. This finding could be the result of an excessive number of turns performed to extend and retract the screw or it could be due to the various repositioning of the lead during the implantation attempt. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported atrial sensing failure may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the atrial cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.